Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hemorrhage and occlusion are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. During pre-placement of two prostyle devices, the abbott sales representative proctoring the case pointed out to training physician twice that they were close to the bifurcation and reminded physician of indications. Physician confirmed he was confident proceeding with perclose, both sutures were successfully pre-placed. The sheath was upsized and the tavr procedure was completed. Reportedly, the knots were both successfully advanced; however, hemostasis of the large-bore artery was not achieved. A non-abbott device was used to achieve hemostasis. Final angiogram with contract showed the right profunda not receiving any flow. The cause for the occlusion was unknown, there was no backwall stitch confirmed on imaging. Ballooning and stenting were performed to treat the right profunda. At the end of the procedure, manual compression was held only as a precaution. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.